Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 487 mg/dl. The customer also reported sensor issues. The customer reported blood glucose of 180 mg/dl which went up to 205 mg/dl prior to call. No further information was given. The insulin pump will not be returned for analysis.